Manufacturer narrative:
Additional information was requested and the following was obtained: the optimizer form indicates quantity involved is 3? Please indicate why quantity involved is 3? - regarding the 3 documented in optimizer. The incision was quite long. It was reported the tip kept clogging and they could not extract all of the product. They had to open 3 total to provide complete coverage. Attempt is being made to obtain additional following information for other four patients. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were 3 products opened for each of the 5 patient events? Or were 3 products opened for the one patient event, the event date (B)(6)?

Manufacturer narrative:
Additional information was requested and the following was obtained: were 3 products opened for each patient event? No. Provider referenced that on average they have to open more than one due to clogging on all their patients but only indicated 1 patient recently that they opened 3. Were 3 products opened for the one patient event, the event date (B)(6) ? One (1) patient. Please explain what is meant by administered topical ointment? They used vaseline or bacitracin (oil based product) to remove any remaining adhesive. What type of ointment ? See above. Were any medications prescribed ? If yes, please provide type, duration, reason- no. What is meant by silver dressing? Aquacel dressing. Procedure name unknown. Procedure date unknown. Location and incision size of product application? Combination of right and left hips. What prep was used prior to use? None. How the device was used (what layer of tissue and how many layers applied)? Wiped skin with clean raytec, 1 layer applied to skin. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? No. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Tegaderm type product. Date of reaction unknown. What does the reaction look like? Please provide details. Provider stated the skin appeared red and inflamed. Patient noted a burning sensation. How large of an area does the reaction cover? Provider stated just around the incision approximately 1 cm. Do you have any pictures of the reaction? No. What was done to address the reaction? Removed product with oil based product (bacitracin, vaseline) applied clean dressing like tegaderm. What type of medication? Dose? When (date) administered? None. Was the product removed? Was another method used to close the incision? See above. Was the site cultured? If so, what bacteria were identified? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? Unknown. Lot number involved unknown. What is the physicians opinion of the contributing factors to the reaction? Asked if we had changed the formulation. Had used dermabond for years with good results. What is the most current patient status? Stable. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. For female patients : has the patient been exposed to similar products, such as artificial nails? Unknown. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip or knee arthroplasty procedure and one coat of the topical skin adhesive was used. The silver dressing was placed intra-operatively over the topical skin adhesive. Recently, the patient experienced a reaction to topical skin adhesive such as redness, inflammation and burning sensation. The topical skin adhesive was removed via oil based product, administered topical ointment, and added silver dressing. Additional information has been requested.